Event description:
It was reported by that during a hysterectomy procedure, the clamp locked in the closed position, while able to unlock the clamp, the jaw was misaligned, looser and not closed. They tried to use the tweezers again within the patient and that was when the bottom jaw is loose and fell into the abdominal cavity of the patient. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I-blade damaged the upper jaw detached and with the electrode separated from the ceramic and detached from the active rod. The ceramic is missing. The ceramic was damaged by the separation of the electrode from the lower jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws and I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.